Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Pump received with cracked battery tube threads, belt clip slot, reservoir tube lip, scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 72 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.